Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Additional information was received indicating the cause of death was not related to the device or lead. The cause of the death was reported as being due to pneumonia as a consequence of covid-19 infection.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number; 2017865-2023-50603. It was reported the patient with an abbott ICD was deceased. The cause of death is currently unknown. Further information was requested but is not yet available.